Manufacturer narrative:
Evaluation summary: a company representative examined the system and was able to replicate the reported event. The illuminator was nonconforming and had low light intensities. The company representative replaced the illuminator. For the reported laser issue, the company representative found that the aiming beam in port 1 was low. The company representative performed alignment on the system. The system was then tested and met all product specifications. The system met specifications at the time of release. The root cause of the reported event of an illuminator issue can be attributed to a nonconforming illuminator. The root cause of the reported event of a laser issue can be attributed to poor alignment.

Event description:
A customer reported that the system had issues with the illuminator and with the embedded laser.

Manufacturer narrative:
A service visit has been scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported an issue regarding the illumination probe. There was poor or no illumination. Additional information has been requested but not received to date.